Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 571492, expiration date 03/31/2012). (B)(4).

Event description:
Customer reportedly received result of 5.9 mmol/l on advantage system 1 and result of 1.8 mmol/l on advantage system 2 within 10 minutes while using sensor comfort test strips. Low blood glucose symptoms were reported with these results. Customer's spouse treated him with sweetened hot water and a "(B)(6)" cookie. No adverse event related to the device was reported. Requested return of suspect device.